Event description:
Info as reported to davol: it was reported that the simpulse solo's purple tip fell off of the tube into the pt. The tip was completely removed. The device was replaced with another one and the procedure was completed. There was no impact to the pt.

Manufacturer narrative:
Available info indicates no device will be returned from the user facility. We therefore, consider this report complete to the best of our current knowledge. A review of the mfg records for the reported product code and lot number revealed that there were no discrepancies during the manufacture and there was no evidence of any mfg related issue which would cause or contribute to the reported event. At this time, no conclusion can be made.